Event description:
It was reported by the customer that the fowler would not work electronically from either of siderails or the footboard due to the cpu malfunctioning. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with results from customer's product evaluation which determined the cpu was faulty. The issue was resolved by sending the customer a new cpu board for them to install. Evaluation performed by customer.

Event description:
It was reported by repair work order that the head end functions were not functioning on the siderails or footboard. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Conclusion: manufacturer¿s investigation is still ongoing; if additional information is received, a follow-up report will be submitted.